Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) reported that stim often shuts off by itself. The patient described this occurrence as intermittent. The patient further stated it didn¿t seem to be correlated with movement. When this has happened, the patient reported interrogating the device and the programmer reported that stim was off. The patient claimed this started a few months after replacement of the ins, which was specified to be for normal end of life battery depletion. Patient was instructed to keep a journal of events to try to determine the reason or circumstances. Impedance checks were run, and all impedances were normal. The therapy impedance was at 512 ohms. The patient further stated that the ins had turned itself off that morning, but interrogation of the device's logs showed no such event. The only noted change was a group change on (B)(6) 2016. No symptoms were reported. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.